Event description:
The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. No blood glucose reading provided. Customer stated has been changing 3 sets already but it was not working. Customer unable to troubleshoot advised to report back if issues persists. Customer mentioned that she wasted 4 sets and reservoirs trying to fix the issue. Customer ate pizza and her blood glucose was 306 mg/dl. Customer treated with bolus. Customer declined to troubleshoot high blood glucose. Advised the customer we would replace the 4 sets that she wasted and stated had 1 set to return. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)